Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It as reported that multiple occlusion alarms occurred while delivering a bolus. The customer reported a blood glucose (bg) level of 317 (mg/dl) but was unsure if they experienced any higher bg levels. Correction boluses delivered to address bg levels. System check with tandem technical support indicated that the infusion site was possibly the source of occlusion; however, the customer did not note any issues with the cannula. The customer did note some dampness at the infusion site. It was indicated that the site would be changed and insulin resumed. Recommendation was made to consult with their health care provider to discuss diabetes management.